Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a 5.59 unit bolus but wanted to stop the bolus because the customer had already received a 5 unit injection. Tandem technical support reviewed pump data and informed the customer that the bolus had already been delivered and could not be stopped. Customer reported that the bolus was not delivered into the body because the infusion site was not inserted into the body at the time the bolus was delivered. There was no adverse impact.